Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the insulin pump was caught between a door and a car. Troubleshooting for the cosmetic damage was performed. Customer advised there was a crack on the edge of the screen. Customer advised the display screen is bleeding across the words, the time and the graphs are all gone. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.